Manufacturer narrative:
As reported in the legal brief, an optease became embedded in the inferior vena cava and could not be removed. As a result, the patient suffered life threatening injuries and damages which required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The length of time the filter was implanted is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent implantation of an optease inferior vena cava (ivc) filter. The indication for filter placement was not available. The filter subsequently became embedded in the ivc and could not be removed. As a result, the patient suffered life threatening injuries and damages which required extensive medical care and treatment. Per the patient profile form (ppf), the patient underwent two attempted removal procedures. The medical records were only provided for one procedure that was performed approximately five months post implantation. It is noted in the medical records the device is embedded into the wall of the ivc. The device remains implanted. The patient is reported to continue to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient and target characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates the patient underwent two attempted removal procedures. The medical records were only provided for one procedure that was performed approximately five months post implantation. It is noted in the medical records the device is embedded into the wall of the ivc. The device remains implanted. The patient is reported to continue to experience anxiety related to the device. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device remains implanted and is not available for testing and evaluation.  A review of the manufacturing records could not be conducted without a lot number. Please note that device reported is an opteasevena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief (B)(4) vs. Cordis, an optease became embedded in the inferior vena cava and could not be removed.  As a result, the patient suffered life threatening injuries and damages which required extensive medical care and treatment.